Event description:
During an initial implant procedure, the suture sleeve on the right atrial (ra) lead had moved from the tip of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
As received, the lead was returned intact in one piece, with the lead inserted inside a safe sheath and the suture sleeve located at the distal end of the lead. Dimensional analysis of the suture sleeve inner diameters and the lead body outer diameter confirmed both components were within specification. Visual and x-ray inspections did not find product-related issues.